Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of the left circumflex artery (lcx). A 16 x 2.25 promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross a previously implanted non-bsc stent in the left main trunk (lmt) extending to the left anterior descending artery (lad). Upon withdrawal of the promus premier¿ stent, the promus premier¿ stent came in contact with the previously implanted non-bsc stent. The promus premier¿ stent was dislodged into the coronary artery and was retrieved using a snare. The procedure was not completed due to the unavailability of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).